Manufacturer narrative:
This report is part of a retrospective review and remediation. Customer reports loss of communication between pump and transmitter charger flashing red when connected to transmitter. Unit passed visual inspection using microscope. Unit was able to charge, communicate, and synced properly during rf/ble association. Green led flashed properly after removing unit from charger and when plugged into tester. Transmitter passed with 4.1 v after charge. Unit passed functional test including accuracy test at: isig low value at 2.5 na isig high value at 150.11 na. No battery or led anomalies noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Medtronic received information that no com pump to xmtr-unresolved, charge/battery lasts less than expected occurred. There was no adverse impact or consequence reported as a result of this event.